Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump appeared to be running, but the formula was not moving. They stated that the pump was set to a rate of 40ml/hr with 400 ml in the feeding set and that it was taking longer than 4 hours to deliver. They were advised at that time that this would take 10 hours to deliver. They also stated that they had the rate set to 57ml/hr and a dose of infinity, and that they were not "having anything drip out the end of the tube". Mmd did follow up with the initial reporter who stated that they took the patient to the emergency department because they were out of town and couldn't complete troubleshooting. They stated that the patient was not harmed and they did receive a replacement device. No additional information was provided. [Complaint-(B)(4)].